Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) tore when the technician tried to load the lens through the injector. There was patient contact. Through follow-up, it was learned there was no patient injury. The patient is doing fine with no issues. Another johnson & johnson lens (same model and diopter) the back-up lens, was implanted. No additional information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes returned to manufacturer on: 6/9/2021 section h3: device evaluated by manufacturer¿ yes device evaluation: the complaint lens was received in a non-jnj lens case. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during loading. The lens was cleaned, a chip on the edge of the optic body was observed on the optic body, but this may be attributed to handling and cannot be confirmed to be related to manufacturing. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.